Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09-jan-2019 with the following findings: the display was dim and pink. The ok keypad button was over responsive. The keypad rubber was removed to find the ok button contact was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim, and the ok keypad button was over responsive. This report is made based on results of investigation completed on 09-jan-2019.